Event description:
It was reported that low impedance values were observed on the patient's right ventricular (rv) lead. No information could be obtained after multiple follow-up attempts. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4557m-53 lead, implanted: (B)(6) 1997. (B)(4).